Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient experienced heparin-induced thrombocytopenia. The purge solution was changed to d5w and argatroban was infused systemically. Additionally, it was reported that there was high purge pressure. Tissue plasminogen activator (tpa) protocol was initiated with slight initial improvement in pump flow and pressure. The plan of care changed to removal of the pump as tpa protocol did resolve the high purge pressure. The device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.